Event description:
The patient called lifescan and alleged that their meter was set to the incorrect unit of measurement. They reported a blood glucose result in the morning of "37.1 mmol/l". The meter as actually set to mg/dl; therefore the result was 371 mg/dl. On their own they decided to take 7 units of act rapid instead of 20 units of novopen. They tested one hour later and obtained a result of "42.0 mmol/l". Again, this results was actually 420 mg/dl. They reported feeling sick and tired at the time of this test. They contacted their physician for advice and they were told to go the the hospital. They did not receive any treatment at the hospital. Their blood glucose was tested and the result was 14 mmol/l. The time difference between testing their blood glucose at home and when the test result was obtained in the hospital was not provided. The patient stated that they do not know if the meter was previously set to the correct unit of measurement, nor does they know how the meter came to the set incorrectly. The meter issue was resolved with troubleshooting. No replacement supplies are being sent.